Manufacturer narrative:
Other text: additional information: a1, h6, h10: information was received on 22-feb-2021 indicating that the event occurred during testing. No patient was involved in this event. Device evaluation completion date: 02/03/2021: device evaluation: one smiths medical cadd legacy plus pump was returned for analysis. Event log history was performed and indicated that 1310 error code messages were recorded in history. During analysis, the customer's reported problem was confirmed. Pump was found to be displaying "1310" error code on power up when batteries are inserted. The "1310" time_change_not near_24 hours error code issue will be cleared by service. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
It was reported that a smiths medical pump displayed an 1310 code needs re-programming. No adverse patient effects were reported.